Event description:
(B)(4). I was experiencing heavy bleeding...weight gain, a cyst the size of grapefruit on ovary. Found out about cyst due to tests ran when I had a stroke. I am now on blood thinners for life. Blood pressure and cholesterol medications. I had to have a hysterectomy as well. I had to stay at a rehabilitation center to do speech, physical therapy after my hospital stay.